Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reported events, the damage to the teflon pad is most likely attributed to user mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that 5 minutes into a therapeutic hepatectomy procedure, the teflon pad of the grasping section of the device burnt exposing metal on the jaw. The doctor was cutting tissue when the reported teflon pad occurred. A ¿short circuit¿ error message was observed during activation. The generator settings were cut 2/ coag 1. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device and the generator was inspected before use and no other abnormalities were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found the ptfe (teflon pad) to be burnt and melted with approximately 0.265¿ of metal exposed. The device was connected to a test usg-400/esg-400 and passed the probe check. An u511¿ short circuit error¿ was observed when the probe and jaw were closed and activated, due to insufficient insulation from the burned teflon pad. There was no visual damage to the probe unit.